Event description:
The explanted lead was returned to the manufacturer in pieces. Product analysis was completed. Areas of the coil breaks were identified to have pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The cause of the lead breaks could not be determined because the lead was returned in pieces. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. A portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product.

Event description:
The patient had lead revision surgery on (B)(6) 2016. It was noted that there was visible fluid inside the silicone tubing of the lead. The high impedance resolved once the lead was replaced. The explanted lead is expected for return, but it has not been received to date.

Event description:
It was reported that a patient was having generator replacement surgery due to end of life, and, during the replacement, high impedance was found when the existing lead was connected to the new generator. The test resistor was used with the new generator, which was within normal limits. Then, the existing lead was re-inserted into the new generator, and high impedance was still present. The physician decided to implant the new generator and not replace the lead. Diagnostics were performed again in post-op, and impedance was still high. The patient was referred for lead revision surgery, but no surgical intervention has occurred to date.